Event description:
Pt for bilateral knee revision. Initial surgery about 8-9 yr ago. Upon removal of the left prosthetic device, the sales rep indicated there was a defect in the patellar component which caused pressure on the pt's knee joint with subsequent pressure on other components requiring the replacement of all components rather than just the patellar component.